Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. Customer already knew she was going into diabetic ketoacidosis by the nausea, tiredness, vomiting. The customer was treated with insulin drip IV, then was able to continue pump use the following day after a complete set. The customer also a kidney transplant patient. The customer was not sure if it was related to the pump and spoke to the doctor who has not sure what the reason for her unexplained high blood glucose.